Event description:
It was reported that the device flashes the blue boot up screen. No pt involvement was reported.

Manufacturer narrative:
(B)(4). It was reported that the device flashes the blue boot up screen. No pt involvement was reported. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation. See scanned page.